Manufacturer narrative:
The pump had intermittent button response on the right arrow button due to moisture damage on the keypad traces. The pump passed the leak test. The pump had minor scratches on the display window, a damaged display window cover, a scratched case, a pillowing keypad overlay and a cracked keypad overlay at the select button.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the right arrow button was very difficult to press. Customer's blood glucose was 11.9 mmol/l. Insulin pump will be replaced.